Event description:
Additional information received reported that the device was being removed the same day as report was made, it was not reported if the device was to be returned to the manufacturer.

Event description:
It was reported that 6 months prior to the report a complete pocket fill of 20ml occurred during pump refill. Per the patient¿s healthcare provider (hcp), the patient did not have any issues. The device system was used to deliver lioresal. It was later reported that the pocket fill occurred on 2013 (B)(6). The patient had no symptoms with the confirmed 20ml pocket fill. The patient was monitored but had no symptoms of overdose. The pump was appropriately filled and therapy resumed. It was also noted that the patient fully recovered following the pocket fill.

Event description:
The previously reported information ¿additional information received reported that the device was being removed the same day as report was made, it was not reported if the device was to be returned to the manufacturer¿ was reported in manufacturer report # 3004209 178-2013-08590 and does not pertain to this event.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).